Event description:
Company sales representative who was observing the case noted that the physician was using aveta coral disposable hysteroscope and the fluid defecit increased. The system indicated 'perforation may have occured' message. The case was aborted. The patient was monitored and left hospital feeling well.

Manufacturer narrative:
The complaint device was not returned for investigation. No device malfunction was reported. Review of the complaint and lot history record indicated no device non-conformance. Based on follow up, the physician stated that the perforation likely occured while using the dilator. Patient was monitored and discharged from the hospital feeling well. The aveta system user manual states: uterine perforation may result in possible injury to bowel, bladder, major blood vessels and ureter.